Event description:
The customer contact reported a tubing separation; subsequently, blood loss was noted. The tubing set was being used to deliver an unspecified solution. It was reported that as the pt was moving from a stretcher to the bed, the tubing "snapped apart" at an unspecified location and an unspecified volume of blood loss was noted. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated the device was discarded. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).